Event description:
It was reported that an ilet user experienced hypoglycemia with a fingerstick value of 66 mg/dl after the user replaced an expired cgm, during which the cgm had been disconnected for multiple hours; after pairing the new cgm the system delivered correction insulin for an elevated glucose of 256 mg/dl, and a subsequent meal announcement led to additional insulin delivery, which together preceded the low glucose event. Symptoms included clammy hands and sweating. Outcomes included self-treatment at home without emergency care or hospitalization. Investigation included customer care troubleshooting and education. Investigation of this case revealed that correction dosing followed by meal announcement likely contributed to the low glucose event, and the user successfully treated with oral carbohydrate (8 oz grape juice) with counseling to avoid overcorrection and to follow corrections protocol. It was concluded that the event was consistent with hypoglycemia with an unclear precipitating cause related to combined correction and meal dosing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.